Event description:
It was reported that the customer had normal blood glucose levels of 97 mg/dl. The customer reported that the insulin pump had a lot of scratches on the screen. It was also reported that there was a crack on the display of the insulin pump by the top right corner of the display. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Unit received intermittent button response due to corroded keypad traces. Pump passed displacement test, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. Pump received with scratched lcd window. Unit received cracked case display window corner. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. Pump received with cracked reservoir tube. Unit received missing end cap sticker. (B)(4).